Event description:
It was reported that nexiva diffusics 24g x 0.75 in needle disengagement was difficult. The following information was provided by the initial reporter: it was reported that  separation between the catheter/needle which is the gray/white. Verbatim: detailed event description = was called by (B)(6) to let us know that the team had been having a difficult time accessing patients for the last 1 ½ months because the catheters were sticking and when they would access which caused a jump and then blow the vessel. This is the separation between the catheter/needle which is the gray/white. Even after doing the initial break of the seal when they would try to push off single handled they often could not and then resort to 2 handed insertion which is not preferred for this team. (B)(6) took a needle outside of the patient and tried pulling apart and confirmed how tough the transition is and then called me. We had a call scheduled for yesterday at 2pm to do a demo but she called back and said they have a new lot and the problem has resolved. No further investigation or training needed from us and they confirmed they feel it was a lot issue. They have saved 2 unused needles from their old lot to ship in for samples.

Manufacturer narrative:
H.6. Investigation: bd received three samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. During evaluation of the samples the defect could not be found or replicated in our manufacturing process. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed one non-conformance during the production of this batch, but it is not associated with this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 24g x 0.75 in needle disengagement was difficult. The following information was provided by the initial reporter: it was reported that  separation between the catheter/needle which is the gray/white. Verbatim: detailed event description = was called by (B)(6) to let us know that the team had been having a difficult time accessing patients for the last 1 ½ months because the catheters were sticking and when they would access which caused a jump and then blow the vessel. This is the separation between the catheter/needle which is the gray/white. Even after doing the initial break of the seal when they would try to push off single handled they often could not and then resort to 2 handed insertion which is not preferred for this team. (B)(6) took a needle outside of the patient and tried pulling apart and confirmed how tough the transition is and then called me. We had a call scheduled for yesterday at 2pm to do a demo but she called back and said they have a new lot and the problem has resolved. No further investigation or training needed from us and they confirmed they feel it was a lot issue. They have saved 2 unused needles from their old lot to ship in for samples.